Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was used in an ureteroscopy (urs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 120 laser console with laser settings of 0.4 joules and 40 hertz. According to the complainant, during the procedure, the laser fiber was not working and was ineffective at breaking up kidney stones. The connection at the level of the green screw, the connector, was hot. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Block h10: investigation results the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 83.2 cm and was fractured along the length of the body. The remainder of the fiber, including the exposed glass tip, was not returned for analysis. Without the exposed glass tip, it was not possible to determine the condition of the tip. The light from the sma connector was distorted, indicating a fiber fracture within the connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed distorted light from the sma connector, indicating a fiber connector fracture, and likely leading to the reported condition of the connector overheating. The fiber was fractured along the length of its body, and the remainder, including the exposed glass tip was not returned. It is likely that procedural handling of the device during set-up or use contributed to the fiber break within the connector, resulting in overheating of the sma connector. Damage within the connector of the device can result in complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was used in an ureteroscopy (urs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 120 laser console with laser settings of 0.4 joules and 40 hertz. According to the complainant, during the procedure, the laser fiber was not working and was ineffective at breaking up kidney stones. The connection at the level of the green screw, the connector, was hot. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.